Manufacturer narrative:
A4: patient weight not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported event of low flow alarms; however, a specific cause could not be determined through this evaluation. The system controller event log file contained events from 16sep2025 through 20sep2025. Several low flow hazard alarms were captured in the setting of elevated pulsatility index (pi). The log file also captured several low flow fault flags that were not sustained long enough to activate a low flow alarm. The log file also contained routine power source exchanges and pi events. No other notable events or alarms were captured, and the system appeared to operate as intended. It was reported that at approximately 22:30 on (B)(6) 2025, the patient demonstrated loss of consciousness and concern for cerebrovascular accident (cva)/seizure. Emergency medical services (ems) were called, and the patient was intubated in the field. They were negative for cva. The patient was already extubated and doing well without any noticeable deficits. Low flow alarms were noted while in emergency department on (B)(6) 2025 between 00:00 and 03:00. Two low flow alarms was also noted back on (B)(6) 2025 that seem unrelated to this event. The patient had recent medication reductions (cardiac and antidepressant), but otherwise recent history was unremarkable. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that at approximately 22:30 last night, the patient demonstrated loss of consciousness and concern for cerebrovascular accident (cva)/seizure. Emergency medical services (ems) were called, and the patient was intubated in the field. They were negative for cva. The patient was already extubated and doing well without any noticeable deficits. Low flow alarms were noted while in emergency department on (B)(6) 2025 between 00:00 and 03:00. Two low flow alarms was also noted back on (B)(6) 2025 that seem unrelated to this event. The patient did have recent medication reductions (cardiac and antidepressant), but otherwise recent history was unremarkable. Log file review confirmed low flow events on 17sep2025 and 20sep2025. There were also 42 intermittent low flow flags between (B)(6) 2025.